Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 292 mg/dl during the phone call. The customer was feeling ill for three days and had a rapid heart rate prior to the hospitalization. The nurse stated that the customer does not check his blood glucose regularly. The customer attempted to give manual injections, but his blood glucose levels were too high at that point. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.